Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two unspecified mentor saline breast implants and experienced autoimmune disorder postoperatively. On (B)(6) 2020, the patient reached out to mentor to find out about her device information, since she¿s been feeling sick (unspecified) since 2005. The patient is not sure if her devices are mentor breast implants. The patient stated that she was diagnosed with autoimmune disease (unspecified) by a rheumatologist about a month and half ago. No device issue such as deflation was reported. The root cause of the patient¿s symptoms is unclear. If additional information is received in the future, a supplemental report will be submitted. This report is for one of the reported prostheses.